Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition contributed to the event. Qualification records for the product lot were reviewed and all acceptance criteria were met, including sterility assurance level of 10-6 and lal (pyrogenicity). The omnipod user's guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab and clean the infusion site with soap and water," and cautions "check the infusion site for signs of infection," and "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." It advises "at least once a day, use the pod's viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place. Be aware of the signs of infection, including pain, swelling, redness, discharge, or heat at the site. If you suspect an infection, immediately remove the pod and apply a new one in a different location. Then call your healthcare provider."

Event description:
Reported that he got an infection on the arm. There was a bump about 1/2 inch and 3 inches around which was painful and felt hot. His blood glucose elevated to 350 mg/dl. He went to his hcp 3 days later. They drained the infection and prescribed lofalaxcine.